Manufacturer narrative:
An event of degraded and structural valve deterioration was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported degraded and structural valve deterioration resulted in dyspnea could not be conclusively determined. The reported surgical intervention was a resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Medwatch report #: mw5160186 / mw5160187. It was reported that on (B)(6) 2024, a 29mm epic mitral valve was successfully implanted in a patient. Post-implant, on an unknown date, the patient presented with shortness of breath due to structural valve deterioration. It was decided to implant a 26mm non-abbott transcatheter valve-in-valve. However, post implant the patient continued to have symptoms with elevated gradients. After further investigation, a patient-prosthesis mismatch was suspected. Referral was made for surgical valve replacement and during the surgery, it was noted that the transcatheter valve was extremely difficult to mobilize from inside of the surgical valve. Once the surgical valve cuff was released, the transcatheter frame was found to be embedded into the myocardium. The valve frame was shaved off and both valves were then explanted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Medwatch report #: mw5160186 / mw5160187 it was reported that on (B)(6) 2024, a 29mm epic mitral valve was successfully implanted in a patient. Post-implant, on an unknown date, the patient presented with shortness of breath due to structural valve deterioration. It was decided to implant a 26mm non-abbott transcatheter valve-in-valve. However, post implant the patient continued to have symptoms with elevated gradients. After further investigation, a patient-prosthesis mismatch was suspected. Referral was made for surgical valve replacement and during the surgery, it was noted that the transcatheter valve was extremely difficult to mobilize from inside of the surgical valve. Once the surgical valve cuff was released, the transcatheter frame was found to be embedded into the myocardium. The valve frame was shaved off and both valves were then explanted.